Event description:
It was reported that during sawbones case, one of the anspach drills was faulty. It heated up with femur resection and stopped working. It was only use once. Investigation results revealed that anspach drill appears damage to the motor shaft and locking mechanism.

Manufacturer narrative:
H10: the device was intended for use in treatment and it was reported that the drill was not working as expected. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned drill was connected to a system and the drill immediately threw an e2 error with the collar in the "run" position. This is not the appropriate response for a working drill in this situation. The cause of this was not immediately identified from only a visual inspection and because this is an off-the-shelf part that is under warranty, the drill was returned to the OEM for service. The malfunction is most probably due to supplier / raw material fault.